Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5044171) on 05-oct-2015. The most recent information was received on 30-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a 38-year-old female patient who had essure (batch no. C40063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), menstrual disorder ("menstruation issues"), migraine ("severe migraines"), urine odour abnormal ("urine has a strong odor"), back pain ("back pain"), fatigue ("fatigue"), weight increased ("weight gain"), swelling ("swollen"), abdominal distension ("stomach is bloated"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("hypersensitivity reaction"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with ibuprofen (motrin), panadeine co (tylenol #3) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, menstrual disorder, migraine, urine odour abnormal, back pain, fatigue, weight increased, swelling and abdominal distension outcome was unknown and the vaginal haemorrhage, menorrhagia, hypersensitivity, depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, depression, fatigue, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, swelling, urine odour abnormal, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs and medical record received: the event abnormal vaginal bleeding, menorrhagia, hypersensitivity reaction, depression, mental anguish added. Treatment drug, reporter, lot number,medical history and event abnormal vaginal bleeding, menorrhagia, hypersensitivity reaction, depression,mental anguish outcome added as not recovered incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5044171) on 05-oct-2015. The most recent information was received on 29-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a 38-year-old female patient who had essure (batch no. C40063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), menstrual disorder ("menstruation issues"), migraine ("severe migraines"), urine odour abnormal ("urine has a strong odor"), back pain ("back pain"), fatigue ("fatigue"), weight increased ("weight gain"), swelling ("swollen"), abdominal distension ("stomach is bloated"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("hypersensitivity reaction"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with ibuprofen (motrin), panadeine co (tylenol #3) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, menstrual disorder, migraine, urine odour abnormal, back pain, fatigue, weight increased, swelling and abdominal distension outcome was unknown and the vaginal haemorrhage, menorrhagia, hypersensitivity, depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, depression, fatigue, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, swelling, urine odour abnormal, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 05-oct-2015. The most recent information was received on 29-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. C40063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Previously administered products included for an unreported indication: mini-pill from 2012 to (B)(6)2015. Concurrent conditions included obesity. Concomitant products included hydrocodone, hydrocodone bitartrate;paracetamol (norco), meloxicam, midrid (midrin) since 2014, norethisterone (nora-be) from (B)(6)2015 to (B)(6)2015, nsaid's and vitamins from 2014 to 2015. On (B)(6)2015, the patient had essure inserted. On (B)(6)-2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower back pain") and abdominal pain ("pain abdominal"). On (B)(6)2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On (B)(6)2015, the patient experienced alopecia ("hair loss"). On (B)(6)2015, the patient experienced rash ("rashes or skin conditions type: rash"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysgeusia ("other injury(ies) or complication please describe: metal taste in mouth"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), menstrual disorder ("menstruation issues"), migraine ("severe migraines"), urine odour abnormal ("urine has a strong odor"), fatigue ("fatigue"), swelling ("swollen"), abdominal distension ("stomach is bloated"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("hypersensitivity reaction"), depression ("depression"), anxiety ("mental anguish"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with ibuprofen (motrin), isocom (isometheptene/dichloralphenazone/apap), paracetamol (acetaminophen), paracetamol (tylenol) and surgery (hysterectomy and bilateral salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the genital haemorrhage, abdominal pain lower, menstrual disorder, migraine, urine odour abnormal, back pain, fatigue, weight increased, swelling, abdominal distension, rash, headache, dysgeusia, alopecia, abdominal pain and allergy to metals outcome was unknown and the vaginal haemorrhage, menorrhagia, hypersensitivity, depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, swelling, urine odour abnormal, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2019: plaintiff fact sheet - new event nickel allergy was added. Outcome of pelvic pain, dysmenorrhoea updated to recovering / resolving. Medical history, treatment and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5044171) on 05-oct-2015. The most recent information was received on 08-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. C40063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Previously administered products included for an unreported indication: mini-pill from 2012 to april 2015. Concomitant products included midrid (midrin) since 2014, norethisterone (nora-be) from april 2015 to july 2015, nsaid's and vitamins from 2014 to 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 13 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"), rash ("rashes or skin conditions type: rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), dysgeusia ("other injury(ies) or complication please describe: metal taste in mouth") and abdominal pain ("pain abdominal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), menstrual disorder ("menstruation issues"), migraine ("severe migraines"), urine odour abnormal ("urine has a strong odor"), back pain ("back pain"), fatigue ("fatigue"), swelling ("swollen"), abdominal distension ("stomach is bloated"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("hypersensitivity reaction"), depression ("depression"), anxiety ("mental anguish") and headache ("headaches"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol), isocom (isometheptene/dichloralphenazone/apap) and surgery (hysterectomy and bilateral salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder, migraine, urine odour abnormal, back pain, fatigue, weight increased, swelling, abdominal distension, rash, headache, dysmenorrhoea, dysgeusia, alopecia and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, hypersensitivity, depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, swelling, urine odour abnormal, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 4-aug-2015: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet received. Events per pfs: rash, headaches, dysmenorrhea (cramping), metal taste in mouth, hair loss, abnormal bleeding (general) and pain abdominal. Concomitant medication added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 38-year-old female patient who had essure (batch no. C40063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Previously administered products included for an unreported indication: mini-pill from 2012 to (B)(6)2015. Concurrent conditions included obesity. Concomitant products included hydrocodone, hydrocodone bitartrate;paracetamol (norco), meloxicam, norethisterone (nora-be) from (B)(6) 2015 to(B)(6) 2015, nsaids and vitamins nos from 2014 to 2015. On (B)(6)2015, the patient had essure inserted. On 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower back pain") and abdominal pain ("pain abdominal"). On (B)(6)2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and was found to have weight increased ("weight gain"). On(B)(6)2015, the patient experienced alopecia ("hair loss"). On (B)(6)2015, the patient experienced rash ("rashes or skin conditions type: rash"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysgeusia ("other injury(ies) or complication please describe: metal taste in mouth"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), menstrual disorder ("menstruation issues"), migraine ("severe migraines"), urine odour abnormal ("urine has a strong odor"), fatigue ("fatigue"), swelling ("swollen"), abdominal distension ("stomach is bloated"), vaginal haemorrhage ("abnormal vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), hypersensitivity ("hypersensitivity reaction"), depression ("depression"), anxiety ("mental anguish"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with dichloralphenazone;isometheptene;paracetamol, paracetamol (acetaminophen), paracetamol (tylenol), and surgery (hysterectomy and bilateral salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, vaginal haemorrhage, heavy menstrual bleeding and hypersensitivity had resolved, the abdominal pain lower, menstrual disorder, migraine, urine odour abnormal, back pain, fatigue, swelling, abdominal distension, rash, headache, dysgeusia, alopecia, abdominal pain and allergy to metals outcome was unknown, the depression and anxiety had not resolved and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, pelvic pain, rash, swelling, urine odour abnormal, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: concomitant drug: midrin plaintiff received treatment for pain, allergy, other injuries/symptoms trailing coils: right: 0 coils, left 0 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5044171) on 05-oct-2015. The most recent information was received on(B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 38-year-old female patient who had essure (batch no. C40063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Previously administered products included for an unreported indication: mini-pill from 2012 to (B)(6) 2015. Concurrent conditions included obesity. Concomitant products included hydrocodone, hydrocodone bitartrate;paracetamol (norco), meloxicam, norethisterone (nora-be) from (B)(6) 2015 to (B)(6) 2015, nsaids and vitamins nos from 2014 to 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower back pain") and abdominal pain ("pain abdominal"). On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and was found to have weight increased ("weight gain"). On (B)(6) -2015, the patient experienced alopecia ("hair loss"). On(B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysgeusia ("other injury(ies) or complication please describe: metal taste in mouth"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), menstrual disorder ("menstruation issues"), migraine ("severe migraines"), urine odour abnormal ("urine has a strong odor"), fatigue ("fatigue"), swelling ("swollen"), abdominal distension ("stomach is bloated"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("hypersensitivity reaction"), depression ("depression"), anxiety ("mental anguish"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with dichloralphenazone;isometheptene;paracetamol, paracetamol (acetaminophen), paracetamol (tylenol), and surgery (hysterectomy and bilateral salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved, the abdominal pain lower, menstrual disorder, migraine, urine odour abnormal, back pain, fatigue, swelling, abdominal distension, rash, headache, dysgeusia, alopecia, abdominal pain and allergy to metals outcome was unknown, the depression and anxiety had not resolved and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, swelling, urine odour abnormal, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: concomitant drug: midrin plaintiff received treatment for pain, allergy, other injuries/symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Reporter information added. Event outcome were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5044171) on 05-oct-2015. The most recent information was received on 15-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 38-year-old female patient who had essure (batch no. C40063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Previously administered products included for an unreported indication: mini-pill from 2012 to april 2015. Concurrent conditions included obesity. Concomitant products included dichloralphenazone;isometheptene;paracetamol (midrin) since 2014, hydrocodone, hydrocodone bitartrate;paracetamol (norco), meloxicam, norethisterone (nora-be) from (B)(6) 2015 to (B)(6) 2015 , nsaids and vitamins nos from 2014 to 2015. On (B)(6) 2015 2015, the patient had essure inserted. On (B)(6) 2015 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower back pain") and abdominal pain ("pain abdominal"). On (B)(6) 2015 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and was found to have weight increased ("weight gain"). On (B)(6) 2015 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015 2015, the patient experienced rash ("rashes or skin conditions type: rash"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysgeusia ("other injury(ies) or complication please describe: metal taste in mouth"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), menstrual disorder ("menstruation issues"), migraine ("severe migraines"), urine odour abnormal ("urine has a strong odor"), fatigue ("fatigue"), swelling ("swollen"), abdominal distension ("stomach is bloated"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("hypersensitivity reaction"), depression ("depression"), anxiety ("mental anguish"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with dichloralphenazone;isometheptene;paracetamol, paracetamol (acetaminophen), paracetamol (tylenol), and surgery (hysterectomy and bilateral salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015 2015. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the genital haemorrhage, abdominal pain lower, menstrual disorder, migraine, urine odour abnormal, back pain, fatigue, weight increased, swelling, abdominal distension, rash, headache, dysgeusia, alopecia, abdominal pain and allergy to metals outcome was unknown and the vaginal haemorrhage, menorrhagia, hypersensitivity, depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, swelling, urine odour abnormal, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on 04-aug-2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: the case 2020-060259 (MFR# 2951250-2020-03287) was identified as a follow up of this case. Therefore, the case 2020-060259was deleted from argus database. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 38-year-old female patient who had essure (batch no. C40063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Previously administered products included for an unreported indication: mini-pill from 2012 to april 2015. Concurrent conditions included obesity. Concomitant products included hydrocodone, hydrocodone bitartrate;paracetamol (norco), meloxicam, norethisterone (nora-be) from april 2015 to july 2015, nsaids and vitamins nos from 2014 to 2015. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower back pain") and abdominal pain ("pain abdominal"). On (B)(6)2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and was found to have weight increased ("weight gain"). On (B)(6)2015, the patient experienced alopecia ("hair loss"). On (B)(6)2015, the patient experienced rash ("rashes or skin conditions type: rash"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysgeusia ("other injury(ies) or complication please describe: metal taste in mouth"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), menstrual disorder ("menstruation issues"), migraine ("severe migraines"), urine odour abnormal ("urine has a strong odor"), fatigue ("fatigue"), swelling ("swollen"), abdominal distension ("stomach is bloated"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("hypersensitivity reaction"), depression ("depression"), anxiety ("mental anguish"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with dichloralphenazone;isometheptene;paracetamol, paracetamol (acetaminophen), paracetamol (tylenol), and surgery (hysterectomy and bilateral salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the genital haemorrhage, abdominal pain lower, menstrual disorder, migraine, urine odour abnormal, back pain, fatigue, weight increased, swelling, abdominal distension, rash, headache, dysgeusia, alopecia, abdominal pain and allergy to metals outcome was unknown and the vaginal haemorrhage, menorrhagia, hypersensitivity, depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, swelling, urine odour abnormal, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: concomitant drug: midrin diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6)-2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5044171) on 05-oct-2015. The most recent information was received on 30-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), menstrual disorder ("menstruation issues"), migraine ("severe migraines"), urine odour abnormal ("urine has a strong odor"), back pain ("back pain"), fatigue ("fatigue"), weight increased ("weight gain"), swelling ("swollen") and abdominal distension ("stomach is bloated"). The patient was treated with surgery (hysterectomy and device was removed). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, menstrual disorder, migraine, urine odour abnormal, back pain, fatigue, weight increased, swelling and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, fatigue, menstrual disorder, migraine, pelvic pain, swelling, urine odour abnormal and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where a insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm the quality defect or device malfunction al this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 30-nov-2017: legal claim received . Event pelvic pain and menstruation issues were added and case classification updated to potential legal cases. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.